Event description:
It was reported that the user experienced recurrent nocturnal low glucose while using the ilet system, including an event with a documented blood glucose of 41 mg/dl after a normal announced meal and concern that automated corrections were overly aggressive; the user corrected with oral carbohydrates and discussed the possibility of a factory reset, with guidance to seek clinical evaluation first and training materials provided. Symptoms included shakiness. Outcomes included a period of hypoglycemia lasting about 50 minutes, with self-treatment and no medical intervention or assistance required. Investigation included troubleshooting and user education with referral for additional training. Investigation of this case revealed that the cause of hypoglycemia was unclear. It was concluded that no device malfunction could be confirmed and that user education and professional clinical follow-up were warranted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.